Event description:
Per report, 2 days after the transfemoral deployment of a sapien valve the patient experienced a new onset third degree heart block treated with a permanent pacemaker.

Manufacturer narrative:
Per report, the sapien valve was implanted in the correct position with final result of zero paravalvular leak and mild central leak. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after tavr. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying heart disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers). In this case, the exact cause of the av block cannot be confirmed; however, in addition to the procedure itself, the patient's comorbidities could have contributed to the event. No further actions are possible at this time.